Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly started installing windows updates during a procedure causing delay to patient care. The length of the reported delay was a few minutes. Customer did not disclose the nature of the procedure. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and was unable to find any issue with the device. The field service technician stated that a user may have inadvertently started the operating system update process. The device functioned as normal once the software updates were complete.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started installing windows updates during a procedure causing delay to patient care. The length of the reported delay was a few minutes. Customer did not disclose the nature of the procedure. Patient or user harm was not reported.

Event description:
A customer contacted bd to report that the bd pyxis anesthesia es system unexpectedly started installing windows updates during a procedure causing delay to patient care. The length of the reported delay was a few minutes. Customer did not disclose the nature of the procedure. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-aug-2020 to 12- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system ran on windows update as the user most likely clicked 'ok to reboot' as the issue happened only once. The system functioned as intended after the technical support specialist accessed the device.